Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the product ID 97755 serial# (B)(6), revealed scrapped by low readiing should be higher than 30 reads 23. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Patient reported trouble charging the implant starting a week ago. Pt said the controller charged fine from the ac power, but when they put on the recharger (rtm), they'd only charge for a couple seconds (no more than a minute) and then the controller would beep and say didn't want to charge. Pt would try repositioning for an hour but the same thing would happen. Pt also would get a screen telling them to charge the controller when the controller was 90%, and got the same software problem (1-intellis, 2-3.6, 3-58, 4-qf_new) 3 times today already. Pt said they weren't feeling good today as they were getting bad storms in pt's area. Pt inspected rtm cord and pins but did not see any damage. Pt inspected controller port and said it looked fine, however said they could "squeeze the remote together a little bit". The issue was not resolved. Pt called back and stated they were still having issues charging the implant after receiving the replacement controller. Pt was getting the battery empty recharge the controller message and the system problem rm03 message when attempting to charge the implant. Pt was charging their implant for 3 to 4 hours but could only get their implant to charge to 60%. Pt stated they couldn't tell what was really hot but it was either the recharger paddle or their implant area; pt denied burn marks. Pt noted once they unplugged the recharger it stopped getting hot. Pt also noted they couldn't walk for 7 to 8 days and had trouble since then charging the implant. A replacement recharger telemetry module (rtm) was sent out.